Event description:
Legal counsel (B)(6), received a letter from (B)(4) solicitors on (B)(6) 2013. The letter, from (B)(4) solicitors, is addressed to depuy orthopaedics and is a letter of claim in relation to a male patient who underwent a left hip replacement in (B)(6) 2009. (B)(4) solicitors reported that in (B)(6) 2011, the patient's blood levels reached 112 for cobalt and 78 for chromium. (B)(4) reported that in (B)(6) 2012, the patient had a gradual onset of groin pain and he noticed two lumps, one on each thigh. The patient underwent an MRI scan in (B)(6) 2012, which revealed elongated fluid collection on the right side (9.5 x 5.3 x 2 cm) overlying the right greater trochanter, in keeping with trochanteric bursitis. (B)(4) reported that on the left side there were two further fluid collections, the anterior collection (10.4 x 3.6 x 3.7) extending along the path of the ilio-psoas muscle into the pelvis and the posterior collection (11.5 x 5 x 3.6 cm) lying between the poster superior aspect of the hip and the gluteus medius muscle. (B)(4) reported that the appearance is indicative of alval and following the MRI results, it was decided that a revision procedure would take place on the left hip initially. This took place on (B)(6) 2012 and (B)(4) reported that this resulted in a femoral osteotomy which was then repaired using cables.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # mac-9988-5460, lot # fm064011, description: std mitch trh cp sz 54/60, manufacturer: depuy. Cat # mmh-9988-0054, lot # fm060106, description: mitch trh md hd sz 54 +0, manufacturer: depuy. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Not returned.

Manufacturer narrative:
An event regarding an adverse reaction with fluid accumulation involving an accolade stem was reported. The event was confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. The provided medical information was reviewed by a consulting clinician who concluded: ¿because there are no x-rays available for review, neither explant materials analysis nor extensive clinical information, no certain root cause of failure can be established for this case due to lack of proper information although as discussed, impingement due to component malposition would indeed be a possible root cause for failure and be compatible with all findings reported so far, however limited in quantity. This might represent a procedure-related factor in the failure scenario. There is no evidence on file for device-related factors playing a role regarding the implanted accolade stem or dall-miles cable system.¿ a review of the device history records indicates all devices accepted into final stock met specifications. There have been no other events for this lot. The exact root cause could not be determined because further information is needed.

Event description:
Legal counsel UK and ireland, received a letter from (B)(6) solicitors on (B)(6) 2013. The letter, from (B)(6) solicitors, is addressed to depuy orthopaedics and is a letter of claim in relation to a male patient who underwent a left hip replacement in (B)(6) 2009. (B)(6) solicitors reported that in (B)(6) 2011, the patient's blood levels reached 112 for cobalt and 78 for chromium. (B)(6) reported that in (B)(6) 2012, the patient had a gradual onset of groin pain and he noticed two lumps, one on each thigh. The patient underwent an MRI scan in (B)(6) 2012 which revealed elongated fluid collection on the right side (9.5 x 5.3 x 2 cm) overlying the right greater trochanter, in keeping with trochanteric bursitis. (B)(6) reported that on the left side there were two further fluid collections, the anterior collection (10.4 x 3.6 x 3.7) extending along the path of the ilio-psoas muscle into the pelvis and the posterior collection (11.5 x 5 x 3.6 cm) lying between the poster superior aspect of the hip and the gluteus medius muscle. (B)(6) reported that the appearance is indicative of alval and following the MRI results, it was decided that a revision procedure would take place on the left hip initially. This took place on (B)(6) 2012 and (B)(6) reported that this resulted in a femoral osteotomy which was then repaired using cables. A revision on the patient's right hip has also been recommended. However, thompsons reported that the patient is too nervous currently to have this operation. This pi relates specifically to the patient's left hip. A separate pi will be raised for the patient's right hip.